Manufacturer narrative:
All available information was investigated and the reported inability to close the clip and clip jumping could not be confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a cause for the reported inability to close the clip and clip jumpiness. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
It was reported that during preparation, a mitraclip xtw jumped opened to 60 degrees. The clip could not close past 60 degrees. Therefore, the clip was not used and was replaced. There was no clinically significant delay in the procedure.

Manufacturer narrative:
The device has been received. However, investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.